Event description:
It was reported that a user received a libre 3+ pairing failed alert with the ilet system, which was resolved after the user toggled bluetooth, restarted the ilet, and re-scanned the sensor, consistent with an intermittent communication failure involving the sensor¿s wireless interface and antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between connected components, aligned with an intermittent communication failure involving the device¿s electrical and magnetic subsystem and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.